Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
When the chair is fully charged it keeps stopping when she is trying to drive the chair. She stated the all the green lights are on when she is starting to drive but when she tries to up an incline it will keep stopping.